Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. As received, a complete lead was returned for analysis. Visual, x-ray inspection, and electrical testing of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician was unable to extend the stylet to the proximal end of the lead, which prevented the lead from being positioned. Other stylets were attempted, but the same issue was seen. The lead was removed and replaced. The patient was in stable condition.